Event description:
States she has a pain in the area of the pacemaker. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).